Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in loss of pacing. The lead was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.